Manufacturer narrative:
(B)(4).

Event description:
It was reported that a review of the pump logs noted a motor stall on (B)(6) 2014 at 15:40, with recovery at 16:11. The pump system was being used to infuse an unknown medication at the time of the event; although the pump was later used to deliver morphine (unknown) and lioresal. No patient symptoms, troubleshooting, or outcome were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.